Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that during a right femoral nail procedure, one piece of the tip of the awl broke off. The piece was retrieved and surgery was completed without further incident. No adverse event to the patient was noted. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The complaint device was received with a piece of the tip broken off. The relevant dimensions could not be verified because of the damage to the device. The microscopic view shown that the fracture face was homogenous, which indicates material conformity. There were some marks of hammer blows visible at the handle and the tip of the broken fragment was blunt, indicating that a mechanical overload, for example by metallic contact, caused this breakage. This complaint is indeterminate from a manufacturing standpoint.